Event description:
It was reported through remote transmission that episodes of non-sustained v oversensing due to noise was observed. The patient was asymptomatic. Further testing was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.